Event description:
It was reported that at the implant follow-up in the clinic, radiographic examination revealed that the right ventricular (rv) lead had dislodged and was sitting in the right atrium. It was also reported that the patient had shortness of breath and a high degree of fatigue. The rv was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).